Event description:
It was reported that during a stenting treatment procedure guide wire breakage occurred. The lesion was an area of impacted calculus at the ureterovesical junction of the distal left ureter. A 20cm, 20g, non-bsc needle was guided into the left kidney. A transcend 18 135cm guide wire was advanced through the needle into the renal pelvis and down the ureter into the distal ureter. The wire bunched up and doubled back on itself and was not able to be advanced into the urinary bladder. The wire appeared to be unraveling and fraying. The 20g needle was exchanged for an 18g needle. The wire was able to be removed from the patient; however, "tiny, hair-like loops" of frayed wire remained in the renal pelvis. A .035 non-bsc guide wire was eventually able to be advanced past the calculus and into the urinary bladder. A 28cm 6f double pigtail ureteral stent was placed. No attempts to remove the wire fragments were performed as they are likely to pass spontaneously via the patient's urine. There were no additional patient complications reported with the patient's current condition listed as ok.

Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2010 and obtained the following information: the patient was hospitalized as a result of a stroke and was later released on (B)(6) 2010. During the patient's time in the hospital the reporter indicated the patient was administered a preset dose of humalog insulin (6 units at breakfast, 4 units at lunch, and 6 units at dinner) and 20 units of lantus insulin before bedtime. The reporter clarified she was not informed of the patient's diabetes regimen during the patient's hospital visit and as a result, after the patient was released from the hospital the reporter stated she continued with the patient's original regimen (10-18 units of humalog insulin based on the blood glucose result and 30 units of lantus insulin before bedtime). The reporter indicated that alleged issue began on (B)(6) 2010 at approximately 9pm. Three hours prior to the alleged issue, the reporter claimed the patient obtained a "typical" blood glucose result of "394 mg/dl" after dinner with the subject meter. Based on the result, the reporter indicated she administered 12 units of humalog insulin. While assisting the patient in the shower (between 8:30-8:45pm) the reporter stated the patient's hand began to "shake profusely", the patient's "body stiffened up", and she began to "convulse and foam at the mouth". When the emergency medical services (ems) arrived shortly after; the convulsion had already ceased, and the patient was lying on the bathroom floor conscious. The reporter indicated the patient obtained blood glucose results of "80 mg/dl" with the subject meter and "50 mg/dl" with the ems's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The reporter indicated that the ems possibly used the same finger stick during the comparison. At the advice of the ems, the reporter provided the patient with orange juice and a peanut butter sandwich. Approximately 10-15 minutes later, the reporter stated the patient felt fine; the ems did not provide any additional treatment, and the patient did not need to be transported to the hospital. Thirty minutes after the alleged issue occurred, the reporter stated the patient obtained a blood glucose result of "112 mg/dl" with the ems meter; however, no additional test was performed with the subject meter. The day after the alleged issue occurred, the patient's physician informed the reporter that too much insulin was being administered and therefore adjusted the patient's regimen. The reporter indicated that the humalog insulin is now in prefilled insulin pens (the dosages reflect what was given when the patient was hospitalized prior to the alleged issue) and the patient is given only 20 units of lantus at bedtime. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the reporter followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during the procedure, the device stopped working. Not known how the procedure was completed, there was no pt consequence reported.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.